Event description:
It was reported the customer was receiving calibration errors and sensor error alerts. The customer's blood glucose was 99 mg/dl. Customer stated the alerts occurred after initialization. It was also found the customer did not have any damage to their connection bridge or pins. Customer stated their sensor was in a j shape after they had removed it. No additional information provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The cannula was found bent. It could not be confirmed if the customer received the sensor in this condition due to the sensor being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.